Event description:
Per indicated: during placement the implant and driver could not be separated. Ultimately had to remove the implant and use pliers to separate the two components. This resulted in visible damage to the implant and a second one had to be used. There was a delay in procedure to change trays the implant was replaced with a new implant and tray system. Patient will not need to return for a second appointment. Bone density type is one site #30 symptoms as a result of the event: none surgical/medical intervention required for permanent damage: no additional appointment required: no was the procedure completed using another implant or another device? Yes site grafted: no bone density type: type 1.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown driver is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer submitted one (1) image for the reported event. Further review of the image identified only the driver already disengaged from the alleged implant. Based on the investigation and risk management file review as per rmf rm-00181-haz rev. 7, the most likely root causes determined from the investigation are incorrect techniques used, excessive torque applied. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative.